Event description:
The patient was admitted to (B)(6) hospital because of jaundice about 3 weeks after therasphere treatment. Patient was taking nexavar 400 mg bid and showed elevated bilirubin and ascites. An abdominal CT scan was performed on (B)(6) 2012 with a report of progressive intrahepatic bile duct dilatation and a transitional zone at the confluence of the right and left hepatic ducts. An ercp was performed on (B)(6) 2012, to place a stent in the distal left hepatic duct. Patient was discharged on (B)(6) 2012. The patient is part of an (B)(6) for therasphere and sorafenib being performed at (B)(6) university and (B)(6) hospital and has been taking sorafenib since (B)(6), 2011.